Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected recurrent high out of range shock impedances on the right ventricular (rv) lead and high pacing impedances on the left ventricular (lv) lead. Boston scientific technical services (ts) reviewed the data and suspects that the lv lead impedance issues are a result of lead calcification and the rv shock impedance issues are due to poor device contact with the surrounding tissue. This can be a result of a large device pocket, fibrosis or scar tissue. No adverse patient effects were reported. As of today no surgical intervention has been performed and the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.